Manufacturer narrative:
Remote support provided.

Event description:
Philips received a complaint regarding the heartstart mrx, stating that it does not pass the 200 joule output test. There was reportedly no patient involvement. The remote support engineer (rse) evaluated the device remotely and determined that the reported issue with the device is its failure to pass the 200 joule output test. This means that when subjected to the 200 joule output test, the device does not meet the required standard. The customer has taken responsibility for correcting or repairing the device. The customer has been notified to contact philips if this does not address their device issue, at which point a new service order will be created. The device remains at the customer's site. No further action is warranted at this time.